Event description:
It was reported that: "incident happened on (B)(6) 2021. Involved a 75-year-old female patient. She was treated in the surgery room for medium pulmonary lobectomy and mediastinal lymph node dissection by thoracoscopy. The intubation was difficult. 3 intubation attempts were made by left selective tube with hook (size 37) including 1 esophageal intubation. But it was necessary to intubate with a standard et tube and to change the tube with an empty guide wire. In post-operative, there was the appearance of a neck pain associated with subcutaneous emphysema leading to the diagnosis of esophageal perforation. So there was esophageal perforation, mediastinitis and an acute respiratory distress syndrome. The lesion was explored by rigid esophagoscopy. The esophageal wound was sutured by left cervicotomy. Consequence for the patient was a prolonged hospitalization in intensive care".

Manufacturer narrative:
Qn#(B)(4). Additional information received by the customer: "the procedure went well. There were no surgical complications related to the lobectomy and lymph node dissection." It was also reported that "the female patient died on (B)(6) 2021 as a result of the esophageal complication (formation of a fistula, not resolving given the patient's age, the occurrence of which may have been favoured by a delay in the diagnosis of the oesophageal wound on day 3 after surgery). The customer has indicated that the patient had "no specific medical history", and when asked if the patient had any underlying oesophageal or gastroenterology disease they responded "no. Apart from the intraoperative wound, the oesophagus was found healthy when a rigid esophagoscopy is performed 3 days after the lobectomy." *medwatch fields have been updated to reflect this additional information received. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be performed as the lot number was not reported by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident happened on (B)(6) 2021. Involved a (B)(6) female patient. She was treated in the surgery room for medium pulmonary lobectomy and mediastinal lymph node dissection by thoracoscopy. The intubation was difficult. 3 intubation attempts were made by left selective tube with hook (size 37) including 1 esophageal intubation. But it was necessary to intubate with a standard et tube and to change the tube with an empty guide wire. In post-operative, there was the appearance of a neck pain associated with subcutaneous emphysema leading to the diagnosis of esophageal perforation. So there was esophageal perforation, mediastinitis and an acute respiratory distress syndrome. The lesion was explored by rigid esophagoscopy. The esophageal wound was sutured by left cervicotomy. Consequence for the patient was a prolonged hospitalization in intensive care". Patients current condition unknown at time of report. Multiple attempts for additional information requested to the customer has been unsuccessful.